Manufacturer narrative:
The changes are as follows: describe event or problem: it was reported that retraction failure occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "material no: 367342, batch no: 8057796. It was reported the push button is hard to engage while in or near the patients arm. Preference is for butterfly needle however I dislike the push button activation. Push button is hard to engage while in or near the patient¿s arm. I typically will remove the needle, have the patient hold pressure with gauze at the site while I instruct them not to move their arm. I engage the safety over a drop cloth with gauze over it. I have not noticed blood dripping once the safety is engaged. Event description per customer's email states, "blank" has been working with you and asked me to contact you regarding the challenges we have with our butterfly needles when we attach them to vacutainers for blood draws. I asked several of my co-workers to weigh in and you can find the results on the form. The survey was interesting in that it revealed a variety of practice and preference. It also brought to light some infection prevention opportunities involved when the needle was placed on a surface instead of directly into the sharps container. Our manager of safety, sent the instructions below and that looks like it may solve the problem of the blood flicking when the safety devise is activated and it is something we can share with our staff. However, there is still the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out. Any pointers and/or handouts, you can give that we can standardize and safely use will be appreciated." Several employees were exposed to blood when the blood flicked off the devise when the needle was activated so we had to test the source patient for hiv, hepatitis c and hepatitis b. No source patient has tested positive to date so we did not need to intervene with further treatment for the employees. So far no one has sustained an exposure when the blood drops off the retracted needle and tubing, but it contaminates our floors, sharps boxes, and countertops as we carry the used devise to the sharps container. Event attributed to: required intervention. Relevant tests/laboratory data: "several employees were exposed to blood when the blood flicked off the devise when the needle was activated so we had to test the source patient for hiv, hepatitis c and hepatitis b. No source patient has tested positive to date so we did not need to intervene with further treatment for the employees." Type of reportable events: serious injury.

Event description:
It was reported that retraction failure occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "material no: 367342, batch no: 8057796. It was reported the push button is hard to engage while in or near the patients arm. Preference is for butterfly needle however I dislike the push button activation. Push button is hard to engage while in or near the patient¿s arm. I typically will remove the needle, have the patient hold pressure with gauze at the site while I instruct them not to move their arm. I engage the safety over a drop cloth with gauze over it. I have not noticed blood dripping once the safety is engaged. Event description per customer's email states, "blank" has been working with you and asked me to contact you regarding the challenges we have with our butterfly needles when we attach them to vacutainers for blood draws. I asked several of my co-workers to weigh in and you can find the results on the form. The survey was interesting in that it revealed a variety of practice and preference. It also brought to light some infection prevention opportunities involved when the needle was placed on a surface instead of directly into the sharps container. Our manager of safety, sent the instructions below and that looks like it may solve the problem of the blood flicking when the safety devise is activated and it is something we can share with our staff. However, there is still the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out. Any pointers and/or handouts, you can give that we can standardize and safely use will be appreciated." Several employees were exposed to blood when the blood flicked off the devise when the needle was activated so we had to test the source patient for hiv, hepatitis c and hepatitis b. No source patient has tested positive to date so we did not need to intervene with further treatment for the employees. So far no one has sustained an exposure when the blood drops off the retracted needle and tubing, but it contaminates our floors, sharps boxes, and countertops as we carry the used devise to the sharps container.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that retraction failure occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "material no: 367342, batch no: 8057796. It was reported the push button is hard to engage while in or near the patients arm. Preference is for butterfly needle however I dislike the push button activation. Push button is hard to engage while in or near the patient¿s arm. I typically will remove the needle, have the patient hold pressure with gauze at the site while I instruct them not to move their arm. I engage the safety over a drop cloth with gauze over it. I have not noticed blood dripping once the safety is engaged. Event description per customer's email states, "blank" has been working with you and asked me to contact you regarding the challenges we have with our butterfly needles when we attach them to vacutainers for blood draws. I asked several of my co-workers to weigh in and you can find the results on the form. The survey was interesting in that it revealed a variety of practice and preference. It also brought to light some infection prevention opportunities involved when the needle was placed on a surface instead of directly into the sharps container. Our manager of safety, sent the instructions below and that looks like it may solve the problem of the blood flicking when the safety devise is activated and it is something we can share with our staff. However, there is still the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out. Any pointers and/or handouts, you can give that we can standardize and safely use will be appreciated."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that retraction failure occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "material no: 367342, batch no: 8057796. It was reported the push button is hard to engage while in or near the patients arm. Preference is for butterfly needle however I dislike the push button activation. Push button is hard to engage while in or near the patient¿s arm. I typically will remove the needle, have the patient hold pressure with gauze at the site while I instruct them not to move their arm. I engage the safety over a drop cloth with gauze over it. I have not noticed blood dripping once the safety is engaged." Event description per customer's email states, "blank" has been working with you and asked me to contact you regarding the challenges we have with our butterfly needles when we attach them to vacutainers for blood draws. I asked several of my co-workers to weigh in and you can find the results on the form. The survey was interesting in that it revealed a variety of practice and preference. It also brought to light some infection prevention opportunities involved when the needle was placed on a surface instead of directly into the sharps container. Our manager of safety, sent the instructions below and that looks like it may solve the problem of the blood flicking when the safety devise is activated and it is something we can share with our staff. However, there is still the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out. Any pointers and/or handouts, you can give that we can standardize and safely use will be appreciated." Several employees were exposed to blood when the blood flicked off the devise when the needle was activated so we had to test the source patient for hiv, hepatitis c and hepatitis b. No source patient has tested positive to date so we did not need to intervene with further treatment for the employees. So far no one has sustained an exposure when the blood drops off the retracted needle and tubing, but it contaminates our floors, sharps boxes, and counter tops as we carry the used devise to the sharps container.